Event description:
The patient was undergoing a coil embolization procedure in the left middle meningeal artery (mma) using swiftpac coils (swiftpac), a non-penumbra microcatheter, and a guidewire. The physician successfully placed four swiftpac coils into the target vessel. While attempting to place the next swiftpac, the physician decided to remove and resheath the swiftpac to reposition the microcatheter. The swiftpac was reintroduced into the microcatheter. While advancing the swiftpac, the pusher assembly was kinked and the embolization coil unintentionally detached within the microcatheter. The microcatheter containing the embolization coil was removed. The procedure was completed using a liquid embolic agent and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.